Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. An x-ray was taken and noted no evidence of a lead fracture or lead to device header connection anomalies. An invasive procedure was performed. After the pocket was opened the lead was dissected from the scar tissue, which, the physician noted was an abnormal amount of scar tissue. A commanded shock was then performed and returned a shock impedance measurement of 90 ohms. A successful induction was then performed and returned a shock impedance of 96 ohms. The overall shock impedance measurements were noted to be 110-115 ohms. The physician determined the lead to be functional. The lead remains implanted and in service. No additional adverse patient effects were reported.